Event description:
Pt had a 10fr - 3cc ribbed balloon inserted to have a vcug. Catheter went in and pt experienced no complications. Vcug was completed. Upon removal, catheter would not slide out causing pt a great deal of pain. Radiologist was called to take a look. Had to reinsert catheter and reinflate balloon in order to slide catheter out smoothly. Pt was upset. I then notified the medical rep who offered to bring in materials for education.